Event description:
It was reported that during a lobectomy procedure, the staples were unformed at the first and the second firing. Difficulty was had in grasping the firing trigger at the beginning of each firing. The third firing was completed without any problems. All cartridges were blue. Another device loaded with a blue cartridge was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.